Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 16651431/17557134.

Event description:
It was reported that the patient experienced lack of pain relief. All device components were explanted and were discarded by medical facility.